Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that, 6 months after the dental implant was installed in intraoral region #10, its loss of osseointegration was observed. 15 ncm of primary stability was achieved and the patient presented bone type IV.